Event description:
Reg report # 3004209178-2015-17376 now applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had their device checked recently and was told she had 5 to 20 months of battery remaining. They determined that not all of her channels were working but they were able to program around them. She was getting effective therapy at the time. They were not sure why some channels were not working. It was further reported on (B)(6) 2015 that the patient did lose a lead, but her battery had a few months left. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v168292, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported via a manufacturing representative that after having a second child another lead may have gone bad and her battery might have been running low as well. When the patient sat down she could not feel stimulation or could only feel it intermittently. Her big toe moved like it was supposed to but on occasions it would stop.